Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing and reproduced a false positive result, however, root cause could not be determined.

Event description:
Customer reports receiving one false positive result and one false negative result when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document the false positive result. See (b)4) for the false negative result. Customer also reports daughter obtained a false negative result when testing with the cue covid-19 test for home and over the counter (otc) use. See (B)(4) for daughter's false negative result. On (B)(6) 2022, customer received a false positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 25112c, reader sn: (B)(4). A repeat cue test performed on the same day provided a negative result. On (B)(6) 2022, customer also tested negative with a rapid antigen test and pcr test (brand of tests unspecified). Customer was asymptomatic. Cartridge's were stored properly per instructions for use.

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.